Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged and the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit (charged coupled device unit) was broken and therefore stripes in image occur olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and displayed stripes in the image. This occurred before an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction: d2b: was incorrectly noted, as nwm. And should be nwb.

Event description:
It was reported, that the subject device malfunctioned, and displayed stripes in the image. This occurred, before an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned and displayed stripes in the image. This occurred before an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.